Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the inspection found the video connector was cracked and corroded on the electrical contacts, the free lock lever and the scope mount. Based on the results of the investigation, the reported issue was confirmed and found to be due to cracks in the video connector, resulting in the occurrence of the water tightness failure (leak) . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This device instructions for use (IFU) indicates: the following is described in the "precautions" section of the instruction manual "for safe use handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had an air leakage. The issue occurred during reprocessing in preparation for an unspecified therapeutic procedure that was completed using a similar device. No patient involvement per the customer.